Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The device was found to be out of specification in relation to the discovered symptom, which was reproduced. Close door alarms were confirmed and were determined to be caused by loose link screws. The screw was adjusted during evaluation with the door performing as expected. The link screws were replaced during the repair process.

Event description:
It was reported that a spectrum pump would not recognize a closed door. It was also reported that there was no patient injury.